Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead impedance measurements exhibited a gradual increase in impedance measurements, and out of range impedance measurements were registered. No actions have been taken to resolve the issue. No adverse patient effects were reported.